Event description:
It was reported to philips that the device experienced a defib test failure while having the ECG cable plugged in. However, when the ECG cable was removed the test would pass. There was no reported patient or user involvement and no adverse patient/user impact.